Event description:
It was reported via repair work order that the brakes were not holding due to two of the caster stems being broken and the scale reading fluctuates due to the left load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.